Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced "some fluttering around my pacemaker and heart area" and a low heart rate of forty two which is below their implantable pulse generator (ipg) lower rate. The ipg remains in use. No patient complications have been reported as a result of this event.